Manufacturer narrative:
Eval results: no hole was found in the cable. Internal fiber breakage with no possibility of surgeon burning back. Internal fiber breakage. Conclusion: aculux, the manufacturer, states that cause of breakage could be due to the cable was coiled improperly or rolled over with cart/floorstand.

Event description:
The complaint description was reported as: the surgeon was using the headset and cable when he felt a burning sensation on his back. The circulating nurse looked at his back and saw that there was a hole in the cable, and light was coming through this hole and burning the surgeon's back.